Event description:
Allegedly, during a laparoscopic gastrectomy procedure, the outer tube of the instrument that was holding the soft bowel was broken; the two locking arcs (4 mm in length) inside the distal end of the tube were missing. One arc was discovered in the pt and retrieved immediately without impact. The second arc was not located. An x-ray was not performed to try to locate the missing piece. It is presumed missing arc was left inside the pt. Doctor has no plans to remove the piece.